Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Event description:
It was reported that the superior vena cava (svc) coil of the right ventricular (rv) lead was exhibiting high and varying impedance due to either a fractured svc coil or an implantable cardioverter defibrillator (ICD) set screw issue. The coil was programmed off and the lead remains in use. The ICD was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d). Since the high svc impedance was observed through the patient's previous ICD and later through the new crt-d, lead fracture is presumed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.